Manufacturer narrative:
H10: additional related report #3012307300-2024-09677.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had an air in line that was firing, and that infusion was ending early. The customer calculated delivery accuracy and some cases the infusion was in the spec, but in others the accuracy ranges from 11.5% up to 21%. It had an internal quality assurance on their infusions and noticed an increased trend of air in line alarms along with infusion ending 2.5 hours early. The product fault occurred while in use with a patient. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.